Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the atrial lead exhibited low impedance values. The lead was capped and replaced on (B)(6) 2018. Patient was stable post procedure.